Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that a new implantable neurostimulator (ins) was implanted on monday (B)(6) 2013. Additional information received reported that the patient¿s status post implant was not known.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
It was reported the patient was having their device explanted due to an infection at the pocket. Only the stimulator was being removed. It was noted there was a plan to implant another stimulator on the following monday. The patient had been having good responses with no issues.